Event description:
It was reported that the customer passed away. The cause of death was diabetes. The customer experienced a low blood glucose reading less than 12 hours before he was found dead. The customer was wearing the insulin pump at the time of death. The customer's wife stated that she will return the insulin pump after discussing it with the customer's doctor. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.